Manufacturer narrative:
The company representative examined the system and verified system message [infusion flow sensor signal amplitude is low - iop compensation functions will be disable - please eject and reinsert the cassette] had been generated multiple times. The company representative replaced the pneumatic module. The system was then tested and met product specifications. A root cause has not yet been determined. (B)(4).

Event description:
A nurse reported that when infusing oil during a vitreo-retinal procedure, a system message displayed every few seconds, indicating that the surgeon was beyond set pressure. The message had to be acknowledged each time it displayed in order to proceed. The case was able to be completed with the same system with no harm to the patient.